Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an inhalation autozero failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported event. The ventilator is to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Ventilator to be returned to manufacturer for further evaluation